Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc high in a female pt, currently (B)(6) of age, who received super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. In 2003, the pt began using super poligrip. An unk time later, the pt was diagnosed with "excess zinc and resulting copper depletion attributable to super poligrip." Although, zinc and copper levels have returned to normal after ceasing the use of super poligrip, she now suffers from profound and permanent neurological and other injuries attributable to her super poligrip use." According to the claim, the pt was "unable to perform her normal, customary and daily activities, and in need of constant care and assistance." At the time of reporting, the events were unresolved. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2001, a magnetic resonance imaging (MRI) showed acute lacunar infarctions at the left internal capsule, left globus pallidus and left substantia nigra and occult small vessel ischemia within the periventricular white matter and posterior fossa. On (B)(6) 2000, the pt was diagnosed with numbness of right foot. On (B)(6) 2001, electromyography (emg) and nerve conduction studies (ncs) of both lower extremities were suggestive of peripheral sensory neuropathy. On (B)(6) 2004, it was noted the pt's history was consistent with a left hemisphere or brain stem stroke in the past and she had mild residual right hemiparesis. The pt was switched from aspirin to plavix for her transient ischemic attack (tia) like episodes. On (B)(6) 2005, the pt complained of problems with pain in her feet that began as numbness. She was already on trazodone and keppra for seizures, but these had not helped her feet at all. On (B)(6) 2005, the pt was not having any problems with peripheral neuropathy. On (B)(6) 2008, the pt reported being evaluated for mini-strokes, but was told they were mini-seizures and was then started on keppra. On (B)(6) 2009, the pt had not had any seizures for four and one-half years. In (B)(6) 2009, the pt's copper level was 892 (normal) 810 to 1990 ug/l) and zinc level was 2693 (normal 700 to 1140 ug/l). On (B)(6) 2009, the pt was evaluated for a power chair due to difficulty with her mobility related activities of daily living. The pt was able to walk slowly for about 100 feet without resting, but was unable to stand for long periods. She was unable to use a cane because, she tripped over it and was unable to control a manual wheelchair due to upper extremity weakness, but she did not notice any weakness on a day to day basis. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the pt had a diagnosis of diabetic peripheral autonomic neuropathy. On (B)(6) 2009, the pt wanted to have her zinc and copper levels checked in her blood. She thought, she might have zinc poisoning that was causing her balance to be off and said she could have high copper levels from her denture cream. She called a number from television that said to call if you used poligrip denture cream and was instructed she needed to have the labs done. On (B)(6) 2009, the pt reported using polident (formulation unk) for her dentures. On (B)(6) 2010, the pt was disabled due to medical reasons and sought help with shopping, medications, and house cleaning. The pt recently received a power chair which helped with mobility in the house, but had trouble cleaning due to trouble with getting onto and up from the floor. On (B)(6) 2010, the pt was recommended for home evaluation for physical and occupational therapy for transferring issues. She continued to have upper extremity weakness. On (B)(6) 2010, the pt complained of foot-pain. Stated the pain was a squeezing sensation with mild numbness at times.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).